Event description:
It was reported during in clinic follow up that the right ventricular lead displayed intermittent capture. Failure to interrogate the associated implantable cardioverter defibrillator (ICD) via inductive means was also noted, but issue was ultimately resolved in later interrogation attempt. The lead was explanted at (B)(6) hospital on (B)(6) 2026. Patient was stable following procedure.